Manufacturer narrative:
(B)(4) - the consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's husband stated that the clamp the holds the commode seat in place has allegedly broke. The commode back (lid) allegedly keeps falling off. No injury.

Event description:
Customer alleged the clip that held the seat in place broke and the metal clips that are to hold the back up are not and thus the back keeps falling out. No injury alleged.